Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the freestyle libre 2 sensor. The customer became hypoglycemic and experienced a loss of consciousness, however, was able to self-treat with candy and unspecified medication. No third-party intervention was required. There was no report of death or permanent injury associated with this event.